Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b - procode: additional product codes: gbo, lje. E1 - department: risk management. H3 - device evaluated by mfg? Device return status is currently unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the hub of an ultrathane mac-loc locking loop multipurpose drainage catheter detached following placement. The medical portion of the patient's chest tube became unintentionally dislodged from the stat lock connection site, and the incident was not directly observed. Despite this, the chest tube sutures remained intact, and the pigtail catheter remained secured to the patient. The surgical team and ICU pa (intensive care unit physician assistant) were promptly informed of the situation. Following evaluation, the dislodged chest tube was removed, and a new one was successfully inserted. No other harm reported to the patient. Additional information regarding event details has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. It was reported that the hub of an ultrathane mac-loc locking loop multipurpose drainage catheter detached following placement. The medical portion of the patient's chest tube became unintentionally dislodged from the stat lock connection site, and the incident was not directly observed. Despite this, the chest tube sutures remained intact, and the pigtail catheter remained secured to the patient. The surgical team and ICU pa (intensive care unit physician assistant) were promptly informed of the situation. Following evaluation, the dislodged chest tube was removed, and a new one was successfully inserted. No other harm reported to the patient. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, manufacturing instructions (mi), and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record found that one device from the reported complaint device lot and its related subassembly lots did not pass quality control inspections; however, the affected product was scrapped prior to further processing of the order. A complaint history search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The IFU supplied with the device states the following in consideration of the reported failure mode: precautions: ¿patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter.¿ how supplied ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the available information, no product returned, and the results of the investigation, cook concludes the cause of this event is attributed to component failure, with no design or manufacturing issues identified. It is possible that the catheter experienced excessive force or tension while in the patient; however, this possibility cannot be confirmed. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.